Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels were high but no levels were provided while wearing the pod between for an unknown amount of time. There was no symptoms mentioned . The patient was treated with an IV ( intravenous fluids) and an insulin drip. The medication provided was humalog quick pens (vasaglar). The patient reported that there pdm would not turn on. The patient was released the same day. The pod was removed.